Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # c01a, 510k #k180700 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous kyphoplasty surgery at t12 due to primary osteoporosis and compression fracture. Intra-op during cement filling, the cement was leaked to the side of the vertebral body when checking from the frontal side. It leaked about 0.2cc. The vertebral body was fish vertebra and solidification was checked. It was considered that the cement leaked because the balloon did not inflate too much and the cavity could not be made. The procedure was completed successfully by using the alleged product. No patient complications were reported.